Event description:
It was reported by the rep that (1) tlh90 device was used during a esophagectomy procedure. It was reported by the rep that the surgeon needed a tlh90. The surgeon fired the tlh90 and staples didn't form. Another tlh90 was opened and fired with the same result. Surgeon then used tch75 to staple the for set tissue. Case was completed. There was no consequence to the pt.